Manufacturer narrative:
.

Event description:
Additional information indicated that when this lead was removed from the header it fell apart. Specifically, the material fell away and the anode and cathode stretched out. The lead was successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead was abandoned surgically for an unknown issue. No further information is known, at this time. No additional adverse patient effects were reported.